Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety device would not disengage the product during use. The following information was provided by the initial reporter, translated from chinese to english: "the customer found that the safety protection device could not be disengaged during using the product."

Manufacturer narrative:
H.6. Investigation: bd received a partially retracted 20 gauge nexiva unit from lot 9311125 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no exterior damage to the unit that would have prevented retraction. However, it was determined that the tip shield and winged adapter would not separate. The two components were separated, and it was found that the back end of the winged adapter was deformed. The two parts were separated, and it was found that the back end of the winged adapter was deformed. The deformation observed caused the winged adapter and tip shield to catch when trying to remove the needle assembly from the device. Based off the visual inspection the engineer was able to verify the reported defect. The observed damage was most likely to occur during manufacturing while inserting the septum. This occurred due to misalignment of the part/station or damaged grippers.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety device would not disengage the product during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer found that the safety protection device could not be disengaged during using the product".